Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. Continuity testing confirmed a full open condition of the distal circuit. The proximal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing leadwires. The distal leadwire was found to be broken around the solder joint. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. No visible damage to the balloon, windings or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. Customer report of pacing issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided therefore a review of the manufacturing records could not be completed.

Event description:
It was reported that the catheter was unable to pace after insertion. The catheter was replaced and the problem was solved. Further details could not be obtained. Occurrence date is unknown. No patient compromise was reported.